Manufacturer narrative:
The returned device was evaluated and performed as designed. Blood was observed in the soft cannula. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issue observed that would cause a bleeding at the infusion site or high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14.7 mmol/l (265 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The patient saw blood in the cannula and noted the cannula was bent. A new pod was applied to treat the hyperglycemia. The patient's blood glucose history is as follows: (B)(6).